Event description:
Caller reported that cartridge leaked insulin from bottom near pneumatic tap port. There was no adverse impact to customer's blood glucose level. Caller successfully changed cartridge and resumed insulin therapy.